Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.0/+2.5/112 into the patient's right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault. That same day, the lens was replaced with a longer length lens although it is unclear whether this was within the same procedure. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
B5 - lens exchanged on (B)(6) 2023 due to low vault and problem was resolved. Claim# (B)(4).